Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 1 day post-operatively of a whipple procedure, the patient vomited 1200 cc of blood. The patient has been given 3 units of blood and was closely monitored in the hospital. It was reported that the bleeding was at the gastrojejunostomy site. 2 days after, the patient was given 1 additional unit of blood. The patient was then discharged after 2 more days.